Event description:
It was reported that the patient was not being able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and had a warning power on reset (por) condition. This occurred today and the patient had no symptoms. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va01wb5, implanted: (B)(6), 2012, product type: lead. (B)(4).